Event description:
It was reported by the patient that the pink slide did not move forward, and the cannula was not visible when the pod was removed; this indicates a needle mechanism failure. The patient mentioned the pod primed correctly, however the pod never inserted the cannulla. There was no mention of blood glucose levels. Pod was not worn. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.